Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 4 of 4. Reference MFR report: 1627487-2017-04970, 1627487-2017-04971 & 1627487-2017-04972. It was reported the patient had her scs system explanted and replaced. Reportedly, the patient was without stimulation and a system diagnostics revealed all of the patient's scs leads were exhibiting high impedance. Postoperative, the patient reported receiving effective stimulation therapy coverage.